Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The consumer stated the right hand brake has broken at the metal that pushes the brake to the chair.